Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to sensor fractured while in the body on (B)(6) 2019. Customer¿s blood glucose was 140 to 150 mg/dl at the time of incident. Customer stated that the site was cleansed and got x-rayed to check where the little foil was in her body. Customer clarified that the little foil was in her body. The sensor will not be returned for analysis.